Event description:
The physician reports that the crystalens trailing haptic tore during insertion. Intervention was performed in order to enlarge the original incision, and remove and replace the damaged lens. A second crystalens was implanted successfully.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings.